Event description:
Product analysis was completed on the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. However, a comprehensive automated electrical evaluation showed that the pulse generator did not perform according to functional specifications. Another system diagnostics was taken and the generator then unexpectedly showed high impedance. Visual analysis identified that the negative feed-thru wire was black in appearance at the negative connector block. X-rays of the site were taken and a break in the negative feed-thru wire was observed. The ok to high diagnostics results indicated that the break was intermittent. Energy-dispersive spectroscopy (eds), which provides chemical or element identity/composition analysis, showed that silicon was present on the flat surface of the negative feed-thru wire, which is inside of the break. Feed-thru leads should contain 99.95 percent minimum purity of platinum, so the presence of silicone on the surface inside the break indicates that the break in the negative feed-thru wire had occurred prior to the installation of the adhesive to the negative connector block. Eds showed that the black matter on the feedthru wire showed silicon and platinum. It is believed that the black matter is due to arcing current occurring at the break site. X-rays from manufacturing were reviewed but the presence of the break at manufacture could not be determined based on the available image. Product analysis duplicated high impedance on the returned generator. The cause was determined to be a negative feed-thru wire break. Based on eds results, it was concluded that the manufacturing weld process may have been the contributing factor for the intermittent connection at negative connector block.' Beyond the broken feed-thru wire, no other anomalies were identified. The device history records of the model 105 generator were reviewed. The generator passed final functional and quality specifications. No nonconformances were identified. A separate MFR report was created to house the abraded inner tubing discussed in supplemental MDR 1 as it was found that this was not the cause of the high impedance (MFR. Report 1644487-2019-01254). No further relevant information has been received to date.

Manufacturer narrative:
(Describe event or problem) and (device available for evaluation?), corrected data: these fields in the initial inadvertently did not report the receipt of the explanted products on (B)(6) 2019.

Event description:
The explanted generator and lead were received for analysis. Product analysis of the lead was completed.. Multiple abraded openings were identified in the outer tubing and appeared to be the path for bodily fluids found in the outer tubing. An abraded opening in the outer and inner tubing was identified near the electrodes- the lead coil was exposed, stretched and kinked. Continuity checks of the returned lead portions were performed and no discontinuities were identified. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good electromechanical connection was present between the lead and generator. With the exception of the inner tubing abraded opening, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Analysis on the returned generator is underway but has not be completed to date. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent a generator and lead replacement surgery. The lead was replaced due to high impedance and the generator was replaced for prophylactic reasons. The high impedance was reportedly seen prior to generator replacement after system diagnostics resulted in high impedance. The explanted devices have not been received to date. No additional or relevant information has been received to date.